Manufacturer narrative:
Follow up report 003 ref natus complaint #(B)(4). There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Investigation details were documented in follow up 001 and (B)(4) complaint investigation form has now been approved. Engineering change request#20794 has been released. Investigation result code (n/a to all qms):neuro sbu/loose component. Closure rationale:complalint verified, correction deferred to future product release.

Event description:
Video camera fell from a cart pole and hit the technician on the head. The technician got a bump on her head. No death or serious injury.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Acceptable risk associated with the complaint as per line 6.4 in doc-010378 xltek eeg psg risk analysis spreadsheet. No death or serious injury. 09 sept 21 - an investigation was completed on the returned product reference (B)(4)complaint investigation form. See details as below: investigation results: two cameras and one ball head was returned. Ir units that attach to the camera were not returned. Both cameras had the ¼-20 thread mounting holes damaged with stripped threads on both sides. The ball head also showed evidence of the material from the stripped threads present on the mounting threads. Root cause/probable root cause: the threads in the camera mounting hole become stripped when the mating threads are over tightened. They can also become damaged if they are subjected to forces while the connection is loose. Excessive shaking of the cart/camera could cause the camera mounting to come loose. Continuous re-tightening of the camera could eventually cause the threads to strip. Also adjusting the position of the camera would have the same effect as over tightening if the adjustment is done without first loosening the ball head mount to allow proper camera adjustment. Recommended actions: preventative action . ·add loctite or similar thread locker to the camera mounting threads. The mounting of the camera is done in the field so the thread locker would not be able to be applied in manufacturing. Natus could include a small single use packet of thread locker to apply to the threads when the camera is mounted. ·ensure users are properly trained on the adjustment of the camera position by loosening the ball head. A related isssue was reported, ref natus complaint#(B)(4). - MFR report# 9612330-2021-00027. Ecr# (B)(4). Was generated to address this issue.

Event description:
Video camera fell from a cart pole and hit the technician on the head. The technician got a bump on her head. No death or serious injury.

Manufacturer narrative:
Follow up report 002 ref natus complaint #(B)(4). Additional information: d4 - the UDI number was populated. Correction: b1, d4 (model number), e3, g2 and h1.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4). Pictures of the malfunction were provided from the customer. As per client feedback, also they have another 4 cameras that has fallen previously. The following are some follow up questions from qa: did the tech seek for medical intervention and what was the findings? "No. Our tech did not seek any medical attention. And is fine. She did voice her concerns about the danger of the carts and the potential for the camera's to fall off. " please provide picture of the bump on her head: pictures of the bump on head were provided. Feedback from the field service specialist - the mounting hole that is milled and drilled on the bottom of the videology camera becomes stripped and loose from constant vibration and movement on top of the pole, the end result is the camera becomes loose and then can fall. After a while the mounting hole gets elongated and the mounting screw doesn't secure the camera properly any longer. The only solution available is to replace the camera. We have now given them one camera at no charge to replace the one that fell but what are we going to do about the others that have already come loose and have been re-tightened several times already? The mounting hole in the bottom of the camera eventually strips and the camera sits wobbly on the mount. No death or serious injury, considered a customer inconvenience. The issue was discussed in the weekly engineering escalation meeting. Camera and cart will need to be sent back for investigation.

Event description:
Video camera fell from a cart pole and hit the technician on the head. The technician got a bump on her head. No death or serious injury.